Event description:
On 2/17/94 we learned from the hospital that a loud pop and then hissing sound was heard from the ventilator when it was being used on pt. The hospital told us that the pt was "bagged" and placed on another ventilator, and the pt was not injured.